Manufacturer narrative:
Film evaluation summary; the cause of the proximal type ia endoleak reported at implant could not be determined from the film report provided. Images during implant were not provided and the reported event could not be assessed. In addition, post-implant CT¿s are currently not available for evaluation of the stent graft in-vivo configuration. Pre-implant CT¿s revealed that the patient had a short (10mm length) and calcified proximal neck which also contained irregular thrombus. Therefore, it is possible that the type ia endoleak was anatomy related due to implanting into a challenging neck. This short and calcified neck may have also contributed to the same endoleak seen after implanting the six (6) endoanchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The proximal neck length was 10 mm, and the neck diameter ranged from 23-25 mm. Mild proximal neck calcification and thrombus was present. It was reported that during the index procedure, a type ia endoleak was observed on the completion angiogram. The physician carried out another proximal balloon inflation, however the type ia endoleak persisted. The physician was satisfied with the proximal position of the stent graft, and so they elected to implant heli-fx endoanchors in the proximal neck to treat the endoleak. 6 endoanchors were implanted, however the type ia endoleak was observed again on another angiogram. The physician then elected to complete the procedure and follow up on a later date. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.